Event description:
There was no pt involved in this event. The device was malfunctioned as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2011 and performed to specification up to the 26th april 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between 29th april 2011 and the final history log entry on the 11th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.